Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation during pre-use check. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system logs which confirmed the reported issue. Anesthesia control board (acb) was recommended for replacement to resolve the issue reported. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.